Event description:
It was reported that this patient presented to the emergency care unit after receiving an inappropriate shock. The physician examined the patient and interrogated the device. Multiple episodes of non sustained and sustained events were recorded. The inappropriate shock was received due to t wave oversensing and noise, in combination with low amplitudes signals. An automatic setup was performed and the device was reprogrammed from the alternate sensing vector to the primary sensing vector. No additional adverse patient effects were reported. This device remains implanted.